Event description:
The customer reported to olympus, that during preparation for use, a single use-aspiration needle was put into the scope and locked. There was very stiff activation to deploy the needle, and then the whole sheath was pulled back into the scope with the needle. There were no reports of patient harm.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The affected needle was not returned to olympus for evaluation and therefore the customer's allegation could not be confirmed. The customer returned six unused needles of the same lot as the affected needle. The six other needles were brand new and still in the original packaging. The needles were tested, however there were no signs of physical damage on the needles and the devices were working properly as intended. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Since the inspection of the returned devices did not reveal any issues, the complaint could not be confirmed, and probable causes of the reported problem cannot be determined. The reported phenomenon is addressed in the device IFU (instructions for use_p9100505-001_ah) as "if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." (Page 16) olympus will continue to monitor the field performance of this device.